Event description:
Boston scientific crm received information that during a routine follow-up, this right ventricular (rv) lead exhibited noisy signals in the rv channel. It was noted this patient did not experience any inappropriate therapy. Another follow-up was performed, and noise was not reproducible through pocket manipulation. There was only the one episode of noise recorded. It was noted this patient had a new anti-theft system put in at work, but bsc ts does not believe the noise looked like electromagnetic interference (emi). Bsc ts discussed that a revision procedure is not necessary if all other measurements are within normal range, but that it is the physician's decision on what she/he would like to do. Subsequently, additional information was received that all measurements were out of range. When the pocket was manipulated noise was observed, and the physician believed after reviewing an x-ray that the rv lead had dislodged. The physician elected to cap and abandon this lead due to difficulties with explanting it. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations indicated only the proximal segment of the rv lead was returned. There were set screw marks noted on all terminals, there were deformed conductor coils, and puncture holes in the insulation from some type of grabbing tool. The lead segment was curled along the whole length, and there was blood/body fluid noted in the lumens. This segment of the rv lead passed the continuity test with manipulation. Initial allegations of noise and dislodgement could not be confirmed by analysis of the lead segment returned.